Event description:
It was reported that the 9900 system had a collimator iris too large error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not duplicated. The voltage was adjusted and ffb was repaired during the svc call. The system was tested, and found to be working as intended, and put back into svc.